Event description:
During cardiac bypass surgery the arterial roller pump shut down for no apparent reason. No audible or visual alarms were noted. The perfusionist tried to restart the pump by turning the enable control off and then back on and increasing the speed control. The pump did not restart. The perfusionist initiated hand cranking of the pump until help arrived. Once assistance was available the main power to the pump head was turned off and then back on. The pump restarted and operated correctly for the duration of the procedure. Additional follow-up reveals: clinical engineering evaluated the pump. The unit was checked for evidence of fluid migration into the pump head and motor. No contamination was evident. It was noted that the drive motor bearing had a rough spot on it that would catch as the motor rotated. It may be possible that the bearing failed in such a way that it caused the pump to stall under load, but during hand cranking it freed up enough to allow the motor to restart. The motor was replaced and the pump has been working since.